Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening, wear abrasion and one opening striated. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening in the side patch/shell bond edge assessed as unidentified (tear) opening and one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.